Manufacturer narrative:
This complaint has been generated based on findings identified during post market surveillance literature review published by the ¿servicio de cirugía ortopédica y traumatología, hospital universitario dr. Peset, spain¿. The article can be found at https://doi.org/10.1016/j.recot.2018.06.002.  The reported event could not be confirmed since the device was not returned for evaluation and no other additional information was received from the author.  More detailed information about the patient's medical history, the event details and the involved device(s) must be available to determine the root cause.   If any additional information becomes available, the investigation will be reopened and re-evaluated accordingly.

Event description:
The manufacturer became aware of a literature published by the ¿servicio de cirugía ortopédica y traumatología, hospital universitario dr. Peset, spain¿. The title of this report is ¿factors associated with the development of avascular necrosis of the femoral head after non-displaced femoral neck fracture treated with internal fixation¿, published on september 10, 2018, and can be found at https://doi.org/10.1016/j.recot.2018.06.002. The report is associated with the stryker ¿asnis iii cannulated screw system¿ and includes an analysis of the clinical data that was collected on 121 patients. The cases in this study range from 2005 to 2015. During the review of the literature, it was not possible to establish a precise device(s) identification or patient information; however, the article alleges that 12 patients experienced avascular necrosis of the femoral head (anfh). The report states, ¿in the first year of postoperative follow-up, there were 2 cases (16.6%); in the second year, 8 (66.6%); and 2 (16.6%) after 3 or more years¿.